Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2021 secondary to cerebral vascular accident (cva), driveline infection, and infectious emboli.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6) , and the reported event could not be conclusively established through this evaluation. The patient expired on (B)(6) 2022 due to cerebral vascular accident (cva), driveline infection, and infectious emboli. The heartmate 3 lvad, serial number (B)(6) , was not explanted. The heartmate 3 lvas IFU rev. C, is currently available. This IFU lists infection, stroke, and death as adverse events that may be associated with the use of heartmate 3 lvas. This IFU, as well as the hm3 lvas patient handbook, also provide information regarding how to prevent infection. In addition, this document outlines the recommended anticoagulation regimen and inr range. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 22apr2016 via customer order. No further information was provided. The manufacturer is closing the file on this event.